Event description:
It was reported that when an asymptomatic patient presented in the operating room for a generator change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The physician elected to keep the lead active with no changes. The patient will continue to be monitored.